Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on august 26, 2015.(B)(4)the event was confirmed upon completion of the investigation. The actual sample was visually inspected upon receipt, and it was found that the distal end of the v-cutter was burned and damaged. In addtion, cracks were found around the damaged area indicating the device was most likely hit with a hard object. It was likely that the burn found on the device resulted from a high frequency current that caused a short circuit resulting in the reported damage. Therefore, the root cause has been attributed to user error. (B)(4).all available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo cardiovascular systems corporation has received the actual device for evaluation; however, the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete and/or more information becomes available. For this reason, evaluation was referenced. Product code: (B)(4). Unit gtin code: (B)(4). Level 5 code: (B)(4). (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems corporation that an electrical short with arcing was observed on the (B)(4) cutting mechanism during vein harvesting. However, no patient harm was reported, the device was changed out, and the procedure was completed successfully without delay. After the procedure was completed, the complaint device was inspected and a small hole, approximately 2cm back from the cautery/ground pads, was found to have burned through the clear plastic.